Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4). Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and indicated oversensing associated with the right ventricular lead. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2006 (B)(6). (B)(4).

Event description:
It was reported there was an apparent lead fracture anda lead integrity alert (lia) was triggered. It was further noted there was noise that was reproducible and infection was present. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.